Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: unknown. H3) a manufacturer representative (rep) went to the site to test the imaging system. The rep found the power supply one (ps1) voltage was measuring at 4.7 volts of direct current (vdc). The rep removed power from the image acquisition system (ias), and disconnected ps1 input and output connectors. Connector pins inspected and cleaned of any residue. Upon reconnect/ power up of the ias, ps1 voltage readings were 5.16 vdc at ps1. All imaging modes were available, and system checked out to expectations. Codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not scanning. There was no patient involvement. No further information available.